Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found damage to the distal end of the stent. The damage to the distal end of the stent is consistent with force/resistance being encountered on advancement of the stent delivery catheter. The bumper tip of the device showed signs of slight damage to the distal edge of the tip. This type of damage is consistent with resistance being encountered on advancement of the stent delivery catheter. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple hypotube kinks along the length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found a mid-shaft kink 70mm from hypo bond. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and severely calcified left circumflex (lcx) artery. A 2.25x38mm synergy¿ stent was advanced to treat the lesion, however, resistance was encountered and device was unable to cross the lesion. The device was removed from the patient's body and it was noted that the stent struts were lifted. The procedure was completed with a 2.5x32 synergy¿ stent. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and severely calcified left circumflex (lcx) artery. A 2.25x38mm synergy¿ stent was advanced to treat the lesion, however, resistance was encountered and device was unable to cross the lesion. The device was removed from the patient's body and it was noted that the stent struts were lifted. The procedure was completed with a 2.5x32 synergy¿ stent. No patient complications were reported and the patient¿s status was good.